Event description:
After 1st injection: pain and swollen knee - a couple of days later swollen leg, ankle, eyelids on right side of body, dizzyness - fell 3 times - weakness of right leg - lost mobility, circulation problem on right side leg and arm, 1600 mg ibuprofen / day doesn't take away the pain. Can't walk only w/ walker and with difficulty and have "exactly some get up painful problem." So the product made my health situation much worse. "Hours during 3 months" and I don't know when can I have my independence again, "when I call live and sleep without suffering non-stop." One thing I learned not to trust. Dose or amount: 2 ml, frequency: 1 per week. Dates of use: (B)(6) 2013. Diagnosis or reason for use: ostearthritis in knee.